Event description:
It was reported to philips healthcare that the heartstart mrx displayed a paddles off inop message after the device fell from crash cart.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.